Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had presented with a new illness, injury noted as grade 3 cystocele, grade 2 enterocele, and grade 1 rectocele. The patient symptom noted as lower back pain.. Intervention included a plan to surgically repair this. The patient outcome was reported as ongoing event. Additional information received reported the patient had vaginal prolapse.

Event description:
Additional information received noted that the event resolved without sequelae, (B)(6) 2013.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3037, serial# (B)(4); product type programmer, patient product ID 3093-33 lot# v600262, implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2011-(B)(6), product type extension, product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-33, lot# v600262, implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
Additional information received reported that surgical treatment on (B)(6) 2013 specifically robotic sacrocolpopexy and posterior repair, sling and suprapubic catheter placement.